Event description:
The pt underwent urodynamic measurement testing in 2005 followed by a sling procedure for stress urinary continence the following day. There were no intraoperative or immediate postoperative complications and the pt was discharged home 2 days later with a normal voiding pattern. A postoperative urodynamic measurement test took place in 2006. A urinary tract infection of moderate severity was reported to have occurred for 4 days. The pt was treated with ciprofloxaxcin for 4 day, and the event resolved.

Manufacturer narrative:
Conclusion: the pt underwent monitorr testing in 2006 and had a urinary tract infection develop on the 2nd day. Any procedure in which the bladder or urethra is instrumented (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection.